Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the patient was hospitalized while using the aviva combo system. The patient was admitted to the hospital with ketoacidosis and vomiting. The blood glucose results obtained at the hospital were not provided. Prior to the hospitalization, the parents thought they had administered insulin to the patient via communication of the aviva combo meter to the spirit combo infusion device. However, the nurse detected that there was a communication error between the meter and infusion device, and therefore no insulin was delivered to the patient; leading to ketoacidosis. The nurse treated the patient with insulin and he recovered a short time later. The patient was hospitalized for 2 weeks, and his parents were trained on using an insulin pen for back up therapy. The patient received a new meter and the communication between the meter and infusion device is working properly. The patient's current condition is stable.